Event description:
Boston scientific received information that a call was placed to boston scientific technical services about the extended charge times and longevity of this implantable cardioverter defibrillator (ICD). There is an allegation of premature battery depletion. The device is emitting tones. Ts recommended a normal follow up. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating this device was explanted due to end of life (eol). There was no longer suspicion of premature battery depletion at the time of explant. No adverse patient effects were reported.